Event description:
Philips received a complaint by the customer on the v60 indicating touch screen issues with the device. The system was not in clinical use; there was no reported harm to patient/user. It was observed that touch screen position was out of alignment; the phenomenon was not resolved after touch screen calibration. The issue was resolved by replacing the touchscreen. It has been concluded that no further action is required at this time.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen failed diagnostics testing and resistance measurements were out of specification. The investigation concluded the out of specification resistance measurements were the cause of the reported issue.